Manufacturer narrative:
The investigation for the reported issue has been completed. The device and data logs were returned for analysis data analysis showed the failure originally occurred after an attempt to install the new 12.1 fw. The device outputted a system self check failure when the fw did not match what the console expected. The console reproduced the "system self check failure" in the lab. The console was attempted to revert the console back to 11.1.1 which succeeded for every subcomponent except for pbm (fw check.png). Then the specific msc was attempted to be programmed but was still unsuccessful. Upon analyzing the pbm, there was residue around the super cap which is indicative of the failure mode super cap corrosion. The cause of the aic issue was contamination of a communication line on the pbm.

Event description:
Complainant reported that there was an automated impella controller ( aic) system self check failure. The aic was returned for investigation. No patient was involved.